Event description:
The customer reported that the 9900 system locked up and would not fluoro during a case. The 9900 system had to be rebooted and the procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.